Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a percutaneous coronary intervention procedure, the device was unable to cross the lesion. Vascular access was obtained via the femoral artery. This 90% stenosed, 22mm in length, de novo target lesion was located in the moderately tortuous and mildly calcified, 2.25mm in diameter left anterior descending. The lesion was not pre-dilated. This 2.25 x 28mm promus element stent delivery system (sds)was selected and advanced to the lesion against resistance; however, the device was unable to cross the lesion. A second attempt was made with a non-bsc sds, which also could not cross the lesion. The physician pre-dilated the lesion with a non-bsc balloon three time at 12atm and advance and deployed a non-bsc sds. No patient complications were reported and the patient's status is stable. However; returned device analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: a visual and microscopic examination of the returned complaint device revealed distal stent damage. A strut on the first row on the distal end of the stent was raised up. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).